Event description:
It was reported that 15 bd vacutainer® lh pst¿ ii plus blood collection tubes did not have enough vacuum.

Manufacturer narrative:
The following field was updated due to corrected information: describe event or problem: it was reported that 15 bd vacutainer® lh pst¿ ii plus blood collection tubes did not have enough vacuum. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfilling with the incident lot was not observed. Draw testing of the customer samples was performed and all samples drew within the required specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® lh pst¿ ii plus blood collection tubes did not have enough vacuum.